Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up the right atrial (ra) pace impedances measurements were out of range in the unipolar and bipolar configuration. Also loss of capture was noted at maximum outputs, and noise was noted on the electrocardiogram and during testing. In addition, an alert was seen due to out of range right ventricular (rv) lead pacing impedance measurements. Upon testing the rv lead the function and measurements appeared normal and within range in the bipolar and unipolar configuration. The lead was reprogrammed to unipolar pacing configuration. The device was reprogrammed. It was noted that there was suspected ra and rv lead fractures. No adverse patient effects were reported. Normal follow ups were scheduled. The system remains implanted.